Event description:
Event description cpi received information that ventak mini implantable cardioverter defibrillator (ICD) 1742-300362 was oversensing and delivering inappropriate shocks due to a damaged lead. The ICD was reportedly found in 'back-up' mode after the shocks were delivered. The ICD was replaced. The endotak lead was found to have been damaged by a suture and was replaced (but not explanted). Both the 1742 ICD and the lead were reported as mdrs in the january edi submission. Further information received indicated that the replacement ICD, 1762-601203, also reverted to back-up mode one week after implant due to 'lead disturbances.' The 1762 ICD and the abandoned lead were explanted.